Manufacturer narrative:
The device was received for evaluation. The pod generated an 0x3d alarm, indicating step sensor asserted before wire driven. Corrosion was observed on the printed circuit board (pcb), which contributed to the batteries depleting. The fluid path was inspected for internal leaks, but no leaks or corrosion source were identified. The internal corrosion is confirmed as the root cause of the observed 0x3d alarm due to the pcb corrosion. The cause and timing of the corrosion could not be determined. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 279 mg/dl (15.5 mmol/l) between 5 and 24 hours of wearing the pod. The patient reported the controller, and the pod was alarming with a hazard alarm, and an error message stating replace the pod immediately. The pod was removed from their arm, and a new pod was applied. The device evaluation found internal corrosion.